Event description:
The pt was implanted with a left ventricular assist device (lvad) in 2002. In 2003, the hosp contacted the MFR and stated that when the nurse was changing out the vent filter, they noticed it looked extremely dirty, and discovered metallic particles on the vent filter. 10 days later, the pt was at home, and the lvad stopped. The pt was hand-pumped until they arrived at the hosp were they were placed on pneumatic back up using a stroke volume limiter and drive console. Vent analysis indicated cam follower bearing wear. The pt remains on pneumatic back up while awaiting a heart transplant.